Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was received fully fired, and with the pan partially dislodge at the proximal end right side. Also, one missing double drivers and 2 damaged double drivers were observed. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the hepatectomy surgery, could not close the jaw after clamp the left hepatic vein tissue (before insert into trocar). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.